Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the pump battery compartment was observed to be cracked from the top of the compartment. During testing, the battery cap was confirmed to be able to secure appropriately to the pump. Unrelated to the complaint, the pump display screen was noted to be dim and discolored with a pinkish coloration.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a crack in the pump battery compartment. The reporter confirmed that there was no noted power issue related to the event and confirmed that there was no noted moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.